Event description:
Covidien received information stating that the keyboard on the ventilator became unresponsive while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and replaced the keyboard assembly. The device passed all calibrations and testing and met manufacturer specifications at the time of service. (B)(4).